Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2014-05488), intra-operative diagnostics revealed invalid impedance values for the scs lead. As a result, the scs lead was explanted and replaced. Also, the physician decided to add an additional lead. The patient is receiving effective stimulation following the surgical intervention.